Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Event description:
New information received noted that during the last device interrogation on (B)(6) 2016, the device showed normal function at the time. Also, patient was in dnr/comfort care status and was at a nursing home prior to passing. According to the physician, there is no potential relationship between the device and/or study procedures to the death. Death certificate lists arteriosclerotic coronary artery disease (ascad) as the immediate cause of death.